Event description:
New information received on 9/25/18 indicated that the patient was stable after the changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited diagnostics anomaly, atrial fibrillation episodes that were deemed to be false. No intervention was performed. No further information was available.

Event description:
New information received on (B)(6) 2018 indicated that the programming changes were made on (B)(6) 2018.